Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure exceed alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved. Observation of pink fluid in pressure pod reported. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood. It was not clear that the operator followed user's guide instructions correctly for rinseback of the patient's blood so rinseback was not completed. Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. Facility staff has been notified. There have been no similar problems reported for this lot of cartridges. Qc records indicate that there were no problems during manufacturing of this lot of cartridges. Nxstage medical considers this report closed. No additional information will be provided.